Event description:
Type 1 diabetic with a medtronic 523 paradigm insulin pump admitted for dka, stemi and seizure. No previous seizure history. Other lab results/pertinent facts, pt admitted at another hospital during this event. Insulin pump management is conducted through this facility and episode was discovered after chart review following FDA class 1 recall/internal health care system notification.